Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun internal report #(B)(4). Multiple attempts to obtain the pump, pump logs, and additional information were not successful. Without the actual device and/or logs, further evaluaton is not possible. If the device, logs, and/or additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "customer is looking for a little more information to document our testing of the bolus concerns and start up curves in the perfusor. A recent incident has sparked this request." Patient weight: (B)(6); drug: norepinephrine 0.24 mg/ml; syringe size: 50/60 ml; rate: 0.01 ml/h; infusion started: 11:50:43 am; act. Volume infused at 12:00:49: 0.04 ml; start-up bolus: approx. 0.04 ml; act. Volume infused at 7:08:43 pm: 0.11 ml. This isn't a medication that is usually used in such a small patient, therefore, these tiny rates weren't considered an issue when the concentration was carried over from the picu drug library. The patient experienced an alarming jump in arterial bp so the nurse checked the volume infused, 10 minutes into the infusion. This is when the start-up bolus was noted. On reviewing the pump history, it was noted that a 50/60 ml syringe was used, which is inappropriate for rates this tiny." Customer confirmed it was a becton dickinson 60 ml syringe, product #309653 that was being utilized for this occurrence. No injury. Pump available.